Manufacturer narrative:
Concomitant medical products: 4968-25, lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient had an abdominal pocket infection. The device system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.